Event description:
It was reported that during a coronary stenting treatment procedure, a tip dislodgement occurred. The pt2 guide wire was advanced down the severely calcified unknown artery and the device became stuck. The guide wire bent back and the tip of the wire broke off inside of the artery. The physician went in with a non bsc snare and successfully retrieved the wire. The procedure was successfully completed with anterior of the same device with no patient complications reported. The patient's current condition is listed as "good." Additional information has been requested but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.